Event description:
Complainant alleged that the medics were monitoring a male pt who was in his late forties, and who was complaining of chest pains and breathing difficulties. The device displayed an electrocardiogram leads off" error message on the screen display, as well as high spikes and artifact in the electrocardiogram display. The medics were able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. There was another, previous event, reported with this device, which occurred at a different customer's facility during an evaluation of the device and was documented.